Event description:
Device shows eos. Patient did not report any events that would explain decrease in battery. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2019 - this device was explanted and replaced. The ICD was received for analysis more than three years after it was explanted. Prior to analysis, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. Upon receipt, the interrogation revealed the eos battery status, confirming the clinical observation. The device was implanted for 68 months, and 24 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed that the eos status was activated on (B)(6) 2019, at 13:48 h. Following, a home monitoring notification was automatically triggered by the ICD to inform the user about the occurred eos status. In a next step, the ICD was subjected to an electrical analysis. The current consumption of the ICD in the eos state was investigated and found to be normal and as expected. Further analysis showed that, despite the activation of the battery status eos, the battery was not depleted. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The battery was opened to inspect its individual components. These were as expected in accordance with the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the ICD, no conclusion could be drawn regarding the root cause. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
On (B)(6) 2019 this device was explanted and replaced. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.